Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation failed in system checkout test. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation, a yellow/brown residue was found inside the vaporizer. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been completed. The returned sevoflurane vaporizer in this complaint, designed and keyed for use with sevoflurane from abbvie, has been investigated. The additional information received from the user states that the sevoflurane vaporizer has been used with sevoflurane from piramal. The performed investigations and analysis have revealed that the residue is a chemical degradation of sevoflurane resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The root cause analysis found that changes in design and manufacturing process introduced in 2018, were the reasons for the formation of hydrogen fluoride. The main reason for the manufacturing change in 2018 was to facilitate easier assembling in production and to get a better sourcing of certain components. The surface treatment in the aluminum canister that form the main part of the liquid container in the vaporizer was found to be inadequate. To prevent this from occurring, the sevoflurane vaporizer has been redesigned. The fsca was initiated to remove all the concerned vaporizers from the field. The removing of the concerned vaporizers was completed (B)(6) 2024. The sevoflurane vaporizer model reported in this complaint can remain in use if it only has been used with sevoflurane from abbvie which is not the case in this complaint.